Event description:
A complaint of pain at the pocket site was received. It was reported that the pain can last up to a few seconds and occurs every couple days. Attempts to resolve the pain by reprogramming the patient were unsuccessful. The physician was unable to determine if the patient had an infection, due to the steroids the patient had been prescribed. The physician prescribed the patient pain patches for the pain at the pocket site.